Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference report: 2017865-2018-04006. During a follow-up, there were episodes of noise resulting in oversensing noted on the right atrial (ra) and right ventricular (rv) leads. Both the ra and rv leads were capped and replaced and the patient was stable.